Event description:
It was reported that on (B)(6) 2019 during an implant procedure of a right ventricle lead under fluoroscopy increased threshold measurements were observed due to tip being misaligned. The lead was than repositioned but still could not obtain good positioning and measurement, so the usage of this lead was stopped, and a new lead was placed successfully. No adverse health outcomes were reported. As indicated in the initial report this lead is not expected to be returned for analysis.